Manufacturer narrative:
It was reported that dxdt2212 niti-s stent and another stent were placed for the duodenal obstruction. The stents were found being migrated into the upper side of jejunum, and were removed. It is hard to review suspected device's DHR, because the serial no. Was not checked. Migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "niti-s stent (dxdt2212) and another stent (dxdt2210) was placed for the obstruction. After that, the patient continuously vomited, therefore, CT was performed and the stents were found being migrated into the upper side of jejunum." It is assumed stent migration of the stents into the upper side of jejunum occurred due to severe pressure at the patient's lesion, peristalsis of organs, foreign substances such as food and other factors complexly, and it is considered this caused the patient to continuously vomit. After that, it is considered the 2 stents were removed. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Duodenal obstruction occurred after 2 months of pancreatic cancer removal. Niti-s stent (dxdt2212) and another stent (dxdt2210) were placed for the obstruction. After that, the patient continuously vomited, therefore, CT was performed and the stents were found being migrated into the upper side of jejunum. The migrated stents were removed to finish the procedure.